Manufacturer narrative:
All available information was investigated, and the reported difficult to remove (anatomy) was not confirmed via device analysis. The reported difficult to open or close (gripper actuation ¿ single was confirmed via device analysis. Additionally, it was observed that the gripper line (of the gripper that could not actuate) was broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported/observed difficult to open or close (gripper actuation ¿ single), and the observed break, are due to the difficulty in removing the clip from anatomy. The cause of the reported difficult to remove (anatomy) associated with the anterior leaflet becoming caught in a gripper is due to procedural circumstances during positioning/grasping in conjunction with challenging patient anatomy (thickened leaflets, long anterior leaflet). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr), thickened leaflets, and a long anterior mitral leaflet (aml). During a mitraclip procedure the aml became caught on the gripper of an ntw clip during the second grasp. Troubleshooting such as inverting the clip was performed. In the atrium after inverting the clip, it was noted that a gripper could not be raised on one side. Troubleshooting was carried out, and the gripper lever position was checked. The clip was removed and replaced. There were no adverse patient effects as the patient was stable the entire procedure. There was no clinically significant delay and the mr was reduced to grade 1. No additional information was provided.